Event description:
In 2008, the pt's nurse reported that the pt was admitted to the hosp for a few hrs last week (date not provided). He was then transferred to another hosp for treatment and his blood glucose at the time of transfer was 13-14 mg/dl. He was released from the hosp after treatment. He was admitted to the hosp again on the day before at 11:20 pm with a blood glucose of 40 mg/dl. At the time of the report, the pt was receiving insulin via injection. His most recent blood glucose reading was 235 mg/dl at 9am. The pt's physician believes the infusion device is over delivering insulin. Troubleshooting did not reveal any issues. The infusion device was requested to be returned for eval.